Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged a day after it was implanted. According to the local field representative, the cause was unknown. Physician had repositioned the lead successfully. Lv lead still remains in service. No additional adverse patient effects were reported.